Manufacturer narrative:
Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. There are no other complaints reported in the lot. The manufacturer internal reference number is: (B)(4).

Event description:
The non-health care professional reported that after intraocular lens implant procedure, the lens found to be dislocated. The lens was exchange with another iol in secondary procedure. Additional information has been requested, however no further information received.

Manufacturer narrative:
The lens was returned wrapped in surgical gauzes. Blood and solution was dried on the lens. Both haptics were bent in the gusset and distal area. The optic was cut into pieces, typical of insertion and removal. Qualified associated products were indicated. The product investigation could not identify a root cause for the reported complaint. The issue was not reported at the time of the event. The manufacturer internal reference number is: (B)(4).